Event description:
On (B)(6) 2025, a sales representative reported via email that a (qty. 4) of an ar-3636 knotless 1.8 fibertak soft anchor had the repair stitch snap when converting. Nothing broke inside the patient, and the case was completed successfully. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion.